Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm and prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alarm occurred during the time she was doing a rewind. The customer¿s blood glucose level was 215 mg/dl. The customer also reported that the insulin was squirting out during manual prime process. Customer stated that insulin continues to drip after motor stops during the manual prime process. The customer stated that the customer stated that they was unable to exit the preparing to prime loop. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.